Event description:
Patient with a known history of coronary artery disease, status post coronary artery bypass graft (CABG) in 1994 presented with chest pain following unsuccessful treatment with medication. Patient had an ejection fraction of 34%. The patient had a cardiac catheter with stent placement. Post-operatively the patient had an angio-seal device placed. The right femoral artery continued to bleed. The patient had a large hematoma in the right femoral artery causing his right lower extremities to be dusky. A c-clamp was used to isolate the perforation at the level of the common femoral artery. The angio-seal device foot was partially in the puncture site of the right femoral artery. This stented the puncture site open, which led to continued bleeding. The procedure was further complicated by failure of deployment of the angio-seal device, which required operative removal.